Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen via an implantable pump. It was reported that the patient's scar was red, painful, she had a fever (the day before 38°4 a nd this morning 37°) and there was liquid on the pump's site. The surgeon decided to explant the pump. An infection was noted and they were started on an antibiotic. A culture of the liquid was done, they were prescribed flucloxacilline 6xday and lab testing confirmed their crp was 168mg/l.